Event description:
It was reported that pump displayed malfunction code malf 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred.

Manufacturer narrative:
MDR code updated.